Event description:
In 2006, the lay reporter contacted lifescan alleging that his one touch ultra meter had missing segments in the display. Three days later the medical affairs specialist (mas) spoke with a family member of the patient to verify/obtain the following information. The patient tests with his meter six times a day. He taked four glucophage pills per day and takes insulin by sliding scale. "When his blood glucose is hihg" the reporter did nto know the specifie sliding scale regimen. The meter readings were difficult to read for "quite some time" because "half of the digits were missing." At the time of concern, the patient was travelling on a road trip, the reporter was not certain of the indicent date. The patient was unable to read the meter readings and felt dizzy and sick. He stopped at a fire station to have his blood glucose tested. The result obtained was in the 500s. He took insulin at the fire station. The reporter did not know if the patient followed up with his doctor after the incident. The patient begantesting his blood glucose with his wife's meter following the incident. The customer service agent (csa) confirmed that the mtet had missing segments in the display. The meter, test strips, and control sloution were replaced. The complaint is reported as an adverse event because treatment of the pt hyperglycemia was delayed since he could not read the meter results.